Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. No adverse event reported. A request was made for the return of the device, replacement sent.